Event description:
It was reported that the patient presented to the ER with a near syncope episode. Low lead impedance (<100 ohms), intermittent loss of capture, and lead fracture were observed. The full lead was explanted, analyzed and subsequently tested out of specification. No patient complication were reported as a result of this event. It was reported that the patient reported to the ER with near syncope episodes (<10 times). Impedance was observed at <100 ohms. The ipg was explanted upon normal test results of lead through analyzer. Two days later the patient presented to ER with near syncope. Low lead impedance (<100 ohms), intermittent loss of capture, and lead fracture were observed. The full lead was explanted and removed from service. No patient complication were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. This report is based on incoming information and returned device analysis. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: lep318883v analysis of the full lead found an inner insulation breach (clavicle-rib crush). Cross continuity confirms that the two conductors are shorted together due to the clavicle rib crushing. No fracture was found